Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. As a preventative measure, the expulsor was adjusted. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the flow rate accuracy is 11%. There was no patient involvement.